Event description:
The report stated that during a cystectomy, the ligasure impact was clamped on the dorsal vein complex and used to seal and bisect tissue. The integrated cutter jumped out of its track and is exposed. The device was pulled from the pt tissue without injury. A covidien lp (formerly valleylab) sales rep was present and opened the jaws of the device to check if the integrated cutter broke. The rep reported that the blade is not broken. The pt is doing well.

Manufacturer narrative:
Date of initial report: jan 29, 2008. Engineering eval have been able to duplicate this failure mode by clamping on large, rigid tissue. The instructions for use for this device warn against overfilling the jaws of the instrument because it may compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position (tips of the jaws no more than 2mm apart) before activating the cutter.